Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images were requested but not available for analysis. According to the gore® excluder® aaa endoprosthesis instructions for use, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Gore recommends that the gore® excluder® aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10-21% oversizing) and 1 mm larger than the iliac inner diameter (7-25% oversizing). According to the sizing guidelines for the rlt231218 device the aortic inner diameter range is 19-21mm. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted.images have been requested. Further information will be provided. (B)(4).

Event description:
On (B)(6) 2015, the patient was treated with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The post ballooning and re-ballooning occured during the initial implant procedure. It was reported that on (B)(6) 2016, the follow up imaging determined a significant proximal type I endoleak. It was reported by physician that the aneurysm sac reduced in size. However, the patient was on warfarin and it could be contributed to the endoleak. Additionally, the aortic neck diameter was smaller than 19mm. On (B)(6) 2016, the patient underwent the reintervention using an aptus heli fx - endo anchor system. No further adverse events have been reported. The patient tolerated the procedure.